Event description:
Customer reported that the pump had failed back in march and was no longer in use. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.